Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system for five pts. The initial elevated results were not reported outside the lab. The pt samples were retested using a different methodology and the results were within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 investigating the event. The fse reviewed pt data and qc data with customer, and checked event logs for any usual occurrences. No unusual errors were found in the event log. The fse completed the upper precision pump mod. Also, the fse noted the instrument was due for preventative maintenance (pm). The fse completed the pm and a tni protocol procedure on pm task. The fse performed high sensitivity (hs) system check, which passed. Then the fse performed quality control (qc) precision testing, which failed due to elevated cv of 41% at a mean dose concentration of 0.04 [mg/ml]. The fse replaced the incubator belt bearings, "reaction carousel bearings", main pipettor, adjusted and verified ultrasonic's. Also, the fse replaced the dispense probes and verified dispense volumes. The fse repeated hs system check, which passed and completed a 50 replicate precision test with low qc, and the results met imprecision expectations. The fse ran system check and qc, all results were in specification. All repairs were verified per established procedures and results met published performance specification. Although the fse addressed hardware issues, a definitive root cause could not be determined for this event. This is 4 of 5 separate MDR reports related to 5 pt events associated with a single malfunction report. Reference MDR numbers: 2122870-2011-02862, 02863, 02864, 02666 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.